Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that they were having major problems with the pump. The patient stated the pump experienced some kind of malfunction; the situation was becoming serious. The patient stated that about five weeks after the pump was replaced, they ended up in the ER because they had all kinds of weird feelings. The patient said, their stomach was tensing up, they were having crazy nightmares, their bowels empty out every time, they had a terrible taste in their mouth that lasts all night, and lately it has been lasting two days at a time. The patient mentioned that the healthcare provider (hcp) tried to do a dye study, but the dye study was inconclusive because they were not able to get dye in it. The patient stated that they were not able to get dye in the pump because it was too full due to him just having it filled. The patient also mentioned that they had weaned him off from the pump 20 percent at a time to see what was happening. The patient thought he might be having withdrawal. The patient mentioned that the physician had mentioned there could be an intermittent kink causing the pump to sometimes deliver too much or not enough medication. The patient stated that the thought this might be the case because his symptoms are happening sporadically. The patient wanted to see if they could speak to the medtronic rep for further assistance. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Continuation of d10: product ID 8780, serial# (B)(6), product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.